Event description:
Provider used the glass syringe and plunger filled with sterile normal saline and had steady pressure/resistance against the syringe thought to be the interspinous ligament resistance. It was discovered the glass plunger was stuck on the side wall of the glass syringe with the various attempts. Provider reattempted with a plastic syringe filled with sterile normal saline and it was easy and atraumatic. There was likelihood of a headache due to the glass syringe plunger being stuck giving a false representation of the interspinous ligament resistance resulting in over advancement of the tuohy needle.